Event description:
Abdominal abscess at implant site [implant site abscess]. Case description: spontaneous report received on 24-jan-2008 from company rep regarding a female with a history of cancer of the sigmoid colon and renal stone, who experienced an abscess. The pt underwent a sigmoidectomy on fifteen days earlier, due to a diagnosis of cancer of the sigmoid colon. During surgery, two sheets of seprafilm were placed around the sigmoid colon, abdominal wall side and under the median of wound. "Around" eight days prior to original date, the pt developed an abscess around the sigmoid colon, abdominal wall side and interperitoneal. The expression site was at the application site. The causality. As probable. He reported that the pt was recovering as of five days later.